Manufacturer narrative:
Eric g. Huish, et al. "Failure of wrist hemiarthroplasty" 1-7. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported in a journal article that three patients with wrist hemiarthroplasties underwent wrist fusion procedures due to ulnar wrist pain. No further information is available.